Event description:
Nurse did not apply steri-strips to PICC line during dressing change. Line came out of patient when they ambulated. Patient had to go to imaging special procedures for replacement of peripheral intravenous central line with CT guidance